Event description:
It was reported that the user interface holder broke during transport. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The fse solved the issue by replacing the panel holder. The ventilator was returned to customer for clinical use. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). In case of broken panel holder, it may lead to stop of ventilation (extubation) or injury. The ventilator system has been successfully tested according to relevant environmental standards regarding mechanical strength (shock, vibration, drop, etc.). Due to previous complaints, the panel holder design was changed to strengthen the holder even more. This design change was implemented may 2016, our investigation shows that the reported device was manufactured 4 years before this design change was implemented (serial number of user interface with new design is above (B)(6). Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it¿s designed to sustain.